Manufacturer narrative:
The insulin pump buttons all responded properly and no button anomalies were noted. The back light functioned properly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. Also, the night prior to the phone call, the backlight of the insulin pump would not turn on. The customer's blood glucose was 350 mg/dl, which was treated wit the insulin pump. The customer attributed the high blood glucose to having eaten ice cream. The discontinuation of the device was advised. Nothing further was reported.